Event description:
The pt was sedated and during oral suctin the tip of the suction catheter broke in the pt's mouth resulting in decrease o2 saturation to 69%. The pt was suctioned with a yankauer and we're unable to locate the broken tip. The procedure was stopped. The sedation was reversed. The pt awake was able to expectorate the tip of the broken cath without incident. The o2 sats returned to normal and the procedure was resumed without any other complications.